Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical information has not been provided; therefore, no clinical factors can be concluded to have definitively contributed to the reported events and patient impact beyond the reported change in surgical technique and 1-30-minute surgical extension due to malalignment and/or jamming cannot be determined based on the limited information provided. It is unknown if user technique contributed to the reported events. The current patient status is unknown but was documented as stable on the product complaint form. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B1.

Event description:
It was reported that during an intertan procedure, when placing the distal locking screw of the nail, the 130 rad drill gde drop presented imprecision when placing the distal locking through it, leaving the locking screw behind the nail on two occasions, forcing to do unconventional maneuvers to match the instruments with the nail hole. Surgery was performed after a non-significant delay, with the same device. Patient's current health's status is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).